Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an aneurysm. Recently a CT identified a previous endograft. It was unclear if there is an endoleak when uploaded and examined on endosize. The patient has been scheduled for a secondary procedure. As of the date of this report there have been no additional patient sequelae reported. The patient status as unknown and no additional information was provided.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and a denied response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a bifurcated afx2 and infrarenal afx devices on (B)(6) 2018.